Event description:
A customer reported an unexpected negative reaction on the galileo echo instrument with the capture-r ready screen 3 assay.

Manufacturer narrative:
The image files were reviewed by an immucor technical support specialist. A negative reaction was obtained with the capture-r ready screen (3) assay in well 3 which is k positive, but visually appeared weakly positive with a fuzzy button and adherence throughout the well. Repeat testing of capture-r ready screen (3) gave an equivocal result. Testing with capture-r ready ID reacted as expected. Repeat testing with a new lot of capture-r ready screen (3) also gave an equivocal reaction. A weak positive to 1+ reaction in tube is at the limit of detection by the echo. The customer was also aware that all negative antibody screen and ID results on the echo were to be visually inspected. This issue was communicated to customers in technical communication cc-09-042-02 on november 25, 2009.